Event description:
It was reported that the patient's catheter was to be replaced. The reporter did not have any details as to why the catheter was being replaced. The device system was used to deliver morphine. Additional information was requested; however, the reporter had not further information on the event. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), product type catheter. (B)(4).